Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for magnetic resonance imaging (MRI), device interrogation revealed low impedance on right atrial (ra) lead from past months. Lead noise was noted on auto mode switch episodes. Lead revision was discussed. MRI was not performed. The patient was stable.

Event description:
New information received notes that when the patient presented for lead revision, it was noted that device was not able to sense atrial activity. The chest x-ray did not show any anomaly. But physician decided to reposition the lead. After removing the lead from the pocket, high capture threshold, intermittent loss of capture, no sensing was noted. The lead was explanted and replaced. Upon removal, insulation damage was noted on the lead. The patient did not have any adverse consequences and discharged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported events of noise and low impedance were confirmed. A complete lead was returned in single piece for analysis. Visual inspection found outer insulation damage at 28.8cm to 30.0cm from the connector pin due to rib clavicle crush. This flatted the outer coil and damaged the inner insulation at the same region. Electrical testing exhibited internal shoring due to insulation damage. The cause of the reported event was due to exposure of the inner and outer coil due to clavicle crush damages.